Event description:
Event description guidant received information that during routine follow-up, this ventricular lead was noted to have switched to unipolar configuration due to impedance measurements greater than 2500 ohms. Review of daily measurements indicated that the lead displayed impedance measurements greater than 2500 ohms for the last several months. The lead was unable to sense ventricular activity or capture the myocardium at maximum pacing output. X-ray examination confirmed that the lead had become fractured. The patient indicated they had not been involved in any accident involving a physical impact and reported no symptoms as a result of the lead fracture.